Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no audio output on (B)(6)2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.